Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia after a supply and infusion site change while using a dexcom g7, with the ilet initially not displaying sensor data and later showing glucose values; tubing fill produced visible drops, and the user suspected a device problem, though agents assessed a probable infusion site issue and guided a subsequent successful site change and reconnection. Symptoms included elevated blood glucose with upward trend and no reported acute clinical sequelae. Outcomes included user administration of a manual insulin injection with advised temporary disconnection from the ilet and subsequent glucose decline after site replacement. Investigation included technical troubleshooting, tubing fill verification, education on device learning period and meal announcements, and remote guidance through a site change. Investigation of this case revealed that insulin delivery was likely impeded by the infusion site, given resolution after site replacement and confirmed tubing patency. It was concluded that the event was consistent with hyperglycemia of unclear cause, with evidence pointing to an infusion site issue rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.